Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the motor assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The motor assembly was analyzed and in remotefe, multiple 32100 current voltage monitor errors were seen pointing to a brake, confirming the issue had occurred in the field. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a golden system where the component had functioned as designed. The system was left to idle for about 2 hours and had power cycled 10x with no faults or errors triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted incisional hernia tapp surgical procedure, repeated recoverable error 32100 occurred when the customer tried to deploy for docking. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error 32100 in the logs pointing to orienting platform (op) brake. The tse had the customer perform hard power cycle the patient side cart (psc), but the same error occurred when the customer moved the psc. After, the customer tried to manually move the psc with enable joystick, but the issue persisted. The customer used another psc to continue with the procedure. The procedure was aborted to another dv system with no reported injury. Isi followed up with the roco and obtained the following additional information: da vinci robot was never docked because of the faults.